Manufacturer narrative:
(B)(4).

Event description:
It was reported detached needle or cannula occurred. The sensor was inserted into upper buttocks which is off label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.